Event description:
A (B)(6) pt with stage IV larynx cancer in for multiple radiation treatments in 2008. Pt received a total of 33 treatments. The medical physicist reviewed history of radiation treatments and noted a probable error in the delivery of the 2008 treatments. The setup position (isocenter) on an approved treatment plan done on the system a brainlab treatment planning system was exported to system b varian eclipse aria for treatment delivery. The isocenter planned in system a was not correctly captured in system b which required human intervention to correct. The planned setup position was not the one used for treatment. As a result, the pt received doses directly to the spinal cord that exceeded the normal tolerance for that organ. (B)(6), 2008 through (B)(6), 2008. Radiation treatment occurred at various appointment times during this time frame.